Event description:
It was reported that while unpacking a 2.50x28 mm xience prime rx stent delivery system (sds) it was noted that the stent was not well mounted to the balloon and the stent fully dislodged from the balloon inside of the protective sheath. No resistance was noted when removing the stylet or the protective sheath. The device was not used and there was no patient involvement. Another same size rx xience xpedition sds was used to treat the lesion. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for stent dislodgement from this lot. Based on the reviewed information, no product deficiency was identified.